Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: dtba1d1, bi-v ICD; implant: (B)(6) 2015, model: 419388, lead; implant: (B)(6) 2002 (B)(4).

Event description:
It was reported by the patient that they had received multiple inappropriate therapies related to their current right ventricular (rv) lead exhibiting some oversensing/crosstalk and interference with the previously capped rv lead. Follow-up was completed with the clinic and field representative, which were unable to verify the patient allegations or further details. The lead remains in use and no known programming changes have been completed at this time. No further patient complications have been reported as a result of this event.